Manufacturer narrative:
The reported event of the setscrew difficulty during the explant procedure was confirmed. Inspection of the atrial connector block threads indicated foreign material on the threads. Analysis performed using scanning electron microscope confirmed the foreign material to be epoxy, which caused the setscrew to be stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place, which then resulted in the wrench fracturing during the removal process.

Event description:
It was reported that the patient had pain at the incision site. The patient presented for explant procedure on (B)(6) 2019. During the procedure, the torque wrench screw was broken off inside the header. The system was explanted due to infection. The patient was stable.